Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified which likely contributed to the reported difficulties. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all stent delivery systems (sds) are 100% checked for damage and crimped stent profile. Hypotension, ventricular fibrillation (a type of arrhythmia) and death are known adverse events as listed in the promus instructions for use. A conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined. It is likely that an interaction with the heavily tortuous and calcified anatomy contributed to the failure to advance. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.

Event description:
It was reported that the patient presented to the emergency care unit with a non-st segment elevation myocardial infarction on (B)(6) 2011. On (B)(6) 2011 and (B)(6) 2011, attempts were made to perform coronary catheterization, but these attempts were unsuccessful. The patient had had recent exertional chest pain and some modest electrocardiogram changes, and during this admission, presented with severe chest pain and cardiac enzymes. During the hospitalization, there were recurrent episodes of chest pain, resulting in an increase in troponin 1 levels. Beta blockers and oral nitrate dosages were increased. It was decided that percutaneous transluminal coronary angioplasty would be attempted versus bypass surgery. During the procedure in the heavily calcified and tortuous diagonal artery, pre-dilatation was performed with a 2.0 x 15 mm non-abbott dilatation catheter and a 2.5 x 15 mm non-abbott dilatation catheter. Several attempts were made to advance the 2.75 x 28 mm promus stent system into the patient anatomy; however, it was unable to cross the target lesion due to the calcification and tortuosity. The patient went into cardiogenic shock with ventricular fibrillation. Chest compressions and defibrillation were performed. The patient became hypotensive. A temporary pacemaker was placed. An intra-aortic balloon pump was placed in the descending aorta and 1:1 counterpulsation was performed. Despite the life-saving attempts, the patient died. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).